Event description:
It was initially reported to boston scientific corporation that a wallflex enteral duodenal stent device was used during a stent placement procedure performed in the duodenum on (B)(6) 2012. According to the complainant, this device was intended to be implanted within two previously implanted stents to treat "ingrowth." No visible issues were noted with the device prior to the attempted stent placement. It was reported that the patient's anatomy was not tortuous and was not predilated. The wallflex enteral duodenal stent was inserted into the target site over the jagwire without a scope. During the procedure, the stent was unable to be deployed. After that, the outer sheath stretched and the distal handle detached from the outer sheath. The stent was removed from the patient's body fully constrained on the delivery catheter. The procedure was successfully completed with another wallflex enteral duodenal stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results which found part of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. (B)(4). A visual examination of the returned device found that the stent was fully mounted. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 190 mm from the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance.